Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of the black box data found multiple unexplainable power-on-reset events. No defects were found with the battery cap. Battery compartment crack was found below the keypad cover with no evidence of moisture intrusion inside. Using the returned battery cap, the pump powered on with auditory and vibratory features; however, the display screen remained blank due to moisture damages. The incident of the blank screen may potentially lead the user to suspect the pump had no power, when, in fact, power was present as evidenced by the audio tone and vibratory feature on start-up. Pump casing was opened and evidence of moisture intrusion was found on the display screen connector wire and the support bracket. The display connector wire was corroded and a test screen could not be connected. The remaining testing could not be completed due to the blank screen and the moisture contamination. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there were no damages to the battery compartment or cap and the cap was able to tighten properly. The reporter did not note any evidence of moisture intrusion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.